Event description:
During pt use, a "switched to backup battery" occurred when the ac cable was connected. Replacing the battery resolved the issue. No serious injury was reported in this case.

Manufacturer narrative:
Although requested, no pt info was provided.